Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator exhibited backup vvi operation when cybersecurity upgrade was attempted. The patient was not symptomatic to backup vvi pacing. Firmware download successfully restored the device.